Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient presented with high impedance and low output current. The physician noted that x-ray was taken and showed a lead fracture. X-rays have not been reviewed by the manufacturer to date. The device has been disabled. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
X-ray soft tissue neck (B)(6)2021 - ap and lateral views of neck obtained. There is vns device. At the level of the neck there is a short segment disruption in one of the leads measuring approximately 6mm, new from comparison exam in 2015. Impression: left neck vns with short segment disruption in one of the leads, as above. Patient has had behavioral change from stimulator not functioning.

Event description:
Per data received the device was never programmed to 0ma.